Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt located in the forearm. The physician attempted to advance a 180x25cm fathom guide wire to the lesion; however, it was noted that the physician experienced resistance during advancement and the distal tip of the device became detached. Two non bsc balloons were then used for predilation of the lesion and the patient was sent to surgery to retrieve the detached guide wire fragment. It was noted that surgery was successful and the guide wire fragment was retrieved. The procedure was completed with no additional patient complications reported. The patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the fathom guide wire was returned wrapped around itself packaged in a biohazard plastic bag. During analysis it was discovered that the guidewire was separated at its distal section at 170.7cm from its proximal end. The corewire, niti tubings and pt coil were separated. The separated distal section was not returned. The guidewire platinum coil was stretched before separation. The platinum coil was stretched and twisted. A visual examination of the proximal section of the guidewire revealed that the ptfe coating was compressed/scraped/peeled, as if it was compressed with the torque device. The torque device collet markings were on the ptfe coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt located in the forearm. The physician attempted to advance a 180x25cm fathom guide wire to the lesion; however, it was noted that the physician experienced resistance during advancement and the distal tip of the device became detached. Two non bsc balloons were then used for predilation of the lesion and the patient was sent to surgery to retrieve the detached guide wire fragment. It was noted that surgery was successful and the guide wire fragment was retrieved. The procedure was completed with no additional patient complications reported. The patient's current condition is good.

Manufacturer narrative:
(B)(6). (B)(4).